Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on the first load being applied to the stomach, the stapler was able to fire, the staples did not form correctly, some were open. The staple line was incomplete proximally. The jaws of the device locked on tissue and was removed normally once stapling was finished. The staples fell into the patient¿s cavity and were not retrieved. The doctor used a manual suture to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a staple line. A visual inspection of the returned photos noted that there were unformed staples in the patient cavity. No devices can be seen in the returned photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. The user's reported issues of the component disengaged into cavity - was not retrieved and the instrument locked on tissue were not confirmed. If information is provided in the future, a supplemental report will be issued.